Event description:
Explanting physician reported rupture. The device has been explanted. The affected side is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Later reported "capsular contracture grade IV and extracapsular ruptura of left device, with silicone migration to armpit region, affecting ganglion via ultrasound, as per patologic anatomy report: presence of abundant esclerosis, histiocitary reaction and exogene material." The device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ granuloma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported rupture. Later reported "capsular contracture grade IV. And extracapsular ruptura of left device, with silicone migration to armpit region, affecting ganglion via ultrasound, as per patologic anatomy report: presence of abundant esclerosis, histiocitary reaction and exogene material." The device has been explanted and replaced with non allergan. This relates to the left side.

Manufacturer narrative:
Device evaluation: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness was within specification) capsular contracture: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.